Manufacturer narrative:
Exact date unknown, event occurred since the implant procedure.

Event description:
It was reported that the patient had discomfort at the ipg site. The patient underwent a revision procedure wherein, the ipg was moved deeper in the pocket site. The patient was doing well postoperatively.